Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is like that the event reported as "blurry image" was caused by physical stress was applied to the distal end caused chip in objective lens and fluid invasion and event reported "clotting protein at a rubber" was confirmed however a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: 'chapter 3 preparation and inspection this section explains the equipment to prepare before using this product and how to check it. 3.1 preparation and inspection flow this section shows the work flow explained in this chapter. Before use, be sure to perform the preparations and inspections listed below. Also, please check related equipment used in conjunction with this product according to their ``electronic attached documents'' and ``instruction manuals''. If any abnormality is suspected during inspection, take appropriate action according to "chapter 5: if an abnormality occurs." In addition, if it is obvious that the endoscope is malfunctioning, do not use it and send it in for repair according to "5.4 when sending the endoscope for repair." Caveat if an endoscope with a suspected abnormality is used, it may not only malfunction, but may also damage the device or cause injury to the patient or operator. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was diagnostic gastroscope.

Event description:
It was reported, the gastrointestinal videoscope displayed a blurry image. The unspecified therapeutic procedure was completed by using the same set of equipment. There was no delay in the procedure reported. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that water vapor had entered into the objective lens that caused the reported issue. Should additional relevant information become available, a supplemental report will be submitted.